Event description:
Patient reported via regulatory agency unknown side "after 3- 4 years of implantation hardness", "capsular contraction", baker grade unknown, "swelling", and "discomfort with breasts." Patient also reported via regulatory agency "health deteriorated with muscle/joint pain", "frozen shoulder (twice)", "food intolerance", "dry eye", "fatigue", "hair loss", "nail ridges", "psoriasis", "ear blockage", and "palpitations"; these are not device related. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported via regulatory agency unknown side "after 3- 4 years of implantation hardness", "capsular contraction", baker grade unknown, "swelling", and "discomfort with breasts." Patient also reported via regulatory agency "health deteriorated with muscle/joint pain", "frozen shoulder (twice)", "food intolerance", "dry eye", "fatigue", "hair loss", "nail ridges", "psoriasis", "ear blockage", and "palpitations"; these are not device related. Device remains implanted.